Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound lymph node puncture procedure under sedation, two lymph node punctures were "being" performed, when the third puncture was attempted, the tip of the single use aspiration needle protruded halfway out of the tracheal wall and got stuck in a cartilage ring of the proximal trachea or in the space behind it. A therapeutic bronchoscopy was performed and approximately 1.5 cm distal end of the needle was retrieved using biopsy forceps. The procedure was completed with olympus back-up device. As such, the procedure and anesthesia time were extended for approximately 30 minutes (patient was administered propofol and midazolam), due to device removal and replacement. No reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- d8, d9, g1, h2, h3, h6, h11. Correction: d4. The device was returned to olympus.upon inspection, it was found that the tip was broken and the reported failure was confirmed. Based on the results of investigation, the likely cause of the complaint was not established, indicating that the findings do not point to a definitive root cause of the reported issue. Olympus will continue to monitor field performance for this device.